Event description:
During follow-up, the device could not be interrogated. Device replacement was not performed as the patient is not pacemaker dependent. The patient was in stable condition and there were no adverse consequences.